Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The catheter worked well for a day. After it was disconnected for awhile and reconnected to mpm-1 again, however, mpm-1 did not recognize the catheter. It kept displaying the initial screen. There was no pt injury reported. Additional info was then received on (B)(6) 2010 with the following info: the pt was a (B)(6) year old male who had a decompressive surgery. The mpm-1 did not recognize the catheter so it was exchanged with a new one. There was no problem with the mpm-1. It worked normally with the new catheter. It was confirmed that there was no pt injury. It was reported that the pt was getting better.